Event description:
The customer contact reported a disconnection. The primary plumset was being used to deliver an unspecified volume of folinic acid, at an unspecified rate, via a pump. After an unspecified length of time, the secure lock male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the plumset for piggyback delivery of an unspecified volume of irinotecan. After ninety minutes, the customer contact reported that the delivery of irinotecan was complete. At this time, it was reported that both the plumset and the secondary tubing set had been run dry and were both replaced with unspecified solution containers of glucose. After an unspecified length of time, it was reported that the time, the secondary tubing set appeared to pop off form the clave secondary port on the cassette of the plumset. No specific details were provided. At this time, an unspecified volume of solution leaked onto the floor. The customer contact indicated that the user facility considered the leak to be mainly glucose but with some trace of irinotecan. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. The tubing set was not replaced. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were reported. No additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the info on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.